Manufacturer narrative:
It was noted during the visual inspection that the pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners. The pump also had a failed battery test alarm due to a corroded battery cap contact. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a failed battery test alarm on the insulin pump. Customer's blood glucose was 8.0 mmol/l. Customer was instructed to insert a new battery. Customer received another failed battery test alarm. Customer will be sent a replacement pump. Customer was asked verbally and in written form to return the pump for analysis.